Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Event received from a post-market clinical program: a facility reported a codman bactiseal catheter (ID 823072) was implanted on (B)(6) 2021 due to hydrocephalus following intracranial hemorrhage. On (B)(6) 2023, the pediatric patient presented with dizziness, vomiting, poor appetite, no fever or convulsions, and good limb movement, without any obvious cause. The symptoms persisted without improvement. A computed tomography (CT) scan performed at another hospital suggested obstruction of the ventriculoperitoneal shunt, and surgery was recommended. Consequently, a "ventriculoperitoneal shunt under ventriculoscopy" was performed and the abdominal end was replaced. Postoperative symptomatic and supportive treatment was provided. After recovery, the patient was discharged on (B)(6) 2023. The patient is in good condition.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal catheter (ID 823072) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which leads to occlusion. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.